Event description:
During a cervical biopsy, the biopsy punch broke. The broken piece was removed from the patient.

Manufacturer narrative:
The biopsy punch was observed to have some blood rust and/or corrosion from failing to completely remove blood, tissue and cleaning agents from the instrument prior to autoclaving. The biopsy punch broke at the basket pins indicating excess force was applied to the instrument during use. Both the corrosion and excess force were factors in the breakage of the instrument.